Event description:
It was reported that during a port placement procedure, the air-guard attached to t-handle was allegedly detached. It was further reported that the catheter could not be inserted. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that during a port placement procedure, the air-guard attached to t-handle was allegedly detached. It was further reported that the catheter could not be inserted. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 6.5fr peel-apart sheath was returned for evaluation. Functional and gross visual evaluations were performed. The investigation is confirmed for the reported detachment issue, as the valve cap appeared to be fractured and one side was missing on the t-handle. The investigation is inconclusive for the reported unable to insert issue, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3. H11: g1, h6(method, result and conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.